Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer¿s blood glucose level was unknown. Customer was advised to remove the battery and insert battery alarm displayed on the insulin pump screen. It was also reported that the contacts on the battery cap are neither missing nor damaged. The insulin pump will not be returned for analysis.